Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: it is unclear which cloth is being torn that maintains sterility of the cases. Pictures were requested, but not received. A cause cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. This MDR was identified during an internal review to meet report requirements and therefore is being filed late.

Event description:
It is reported that the cases are tearing the cloth that maintains the sterilization.